Event description:
Procedure performed: inguinal hernia. Event description: at the beginning of the procedure, when using the monopolar energy for the first time, [doctor's name redacted] saw sparks on the green coating nearby the letters of our logo. [Doctor's name redacted] took another cb030 and finished the procedure without any problem. Patient ok! Additional information received from applied medical representative via email 23nov22: there was visible insulation damage, between logos at end of shaft. The insulation did not separate from the device and fall into the operating field. The surgeon could tell that the sparks came from between logos at end of shaft. There was not a lot of fluid in the operating field. The sparks did not touch any tissue in the operating field. The scissor sleeve (insulation) did not come into contact with another instrument. The make and model of the cables and the generator of the monopolar energy are unknown. There is no imaging available for our evaluation. Additional info received from applied medical representative via email 24nov22: they use our 5 & 12mm trocars. Patient status: patient is ok intervention: device replacement

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection noted gouges in the insulation material near the distal end of the shaft. Functional testing confirmed the complainant¿s experience of arcing to non-target tissue. Based on the description of the event and the condition of the returned unit, it is likely that the reported event was caused by the gouges, likely damaged from an instrument. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: inguinal hernia. Event description: at the beginning of the procedure, when using the monopolar energy for the first time, [doctor's name redacted] saw sparks on the green coating nearby the letters of our logo. [Doctor's name redacted] took another cb030 and finished the procedure without any problem. Patient ok! Additional information received from applied medical representative via email 23nov22: there was visible insulation damage, between logos at end of shaft. The insulation did not separate from the device and fall into the operating field. The surgeon could tell that the sparks came from between logos at end of shaft. There was not a lot of fluid in the operating field. The sparks did not touch any tissue in the operating field. The scissor sleeve (insulation) did not come into contact with another instrument. The make and model of the cables and the generator of the monopolar energy are unknown. There is no imaging available for our evaluation. Additional info received from applied medical representative via email on 24nov22: they use our 5 & 12mm trocars. Patient status: patient is ok intervention: device replacement.